Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomena (emergency lamp lighting, emergency lamp indicator blinking, error e103 occurring) were duplicated due to the failure of the converter of the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomena occurred because the converter could not supply power to the xenon lamp (main lamp) due to the failure of the converter. And it was also surmised that the converter failure was caused by the failure of component due to the aging deterioration or the accidental failure because approximately six years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the emergency lamp of the subject device lit up instead of the examination lamp, the emergency lamp indicator was blinked, and the error e103 which indicated the subject device had broken down occurred on the subject device. There was no report of patient injury associated with this event.